Event description:
It was reported that the pump displayed cassette not attached properly. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: event date is unknown. Device evaluation: the customer reported problem, cassette not attached properly, was not verified as no product was returned. The most probable cause is the dso sensor. A review of the service history found this device has not been serviced in the past 12 months.